Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], hypocupremia [copper deficiency], extensive nerve damage [nerve injury], severe and permanent physical injuries [injury], difficulty walking [gait disturbance], tingling in feet and legs [paraesthesia], numbness in feet and legs [hypoaesthesia], burning sensation in feet and legs [burning sensation]. Case description: an attorney reported that their elderly male client, now (B)(6) years, used fixodent denture adhesive, version unk cream and/or super poligrip original denture adhesive cream, unspecified total daily use beginning 1968 through 1999, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, hypocupremia, extensive nerve damages resulting in difficulty walking, tingling in feet and legs, numbness in feet and legs, and burning sensation in feet and legs. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.